Event description:
Malposition of the pump was reported. Patient experienced pain in abdomen. It was indicated that the device was interrogated on 2010 -02-08. A surgical repositioning of the device was performed on 2010 (B)(6). Patient outcome was noted as resolved without sequel.

Manufacturer narrative:
Catheter: model: 8709, serial #: (B)(4), implanted: 2000 (B)(6), explanted: unk.

Event description:
Pump migration was reported. The patient experienced pain in abdomen due to the pump migration.

Manufacturer narrative:
(B)(4).